Event description:
On 2021-jul-13, the manufacture representative reported that they did an impedance test and electrode 8 was out of range. There was no issue reported from the patient and no falls related to the impedance finding. The electrode wasn't being used and the issue was not resolved at the time of the report. On 2024-03-13, additional information was received from the manufacturer representative (rep) clarifying that the out of range impedance on electrode 8 was high - do not use. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type lead this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.